Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed noise, normal impedance readings until approximately one month prior to explant when the impedance increased and ranged from 888-8576 ohms. Analysis also revealed an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.